Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during the dwell five of six in peritoneal dialysis. The home patient was connected at the time of the alarm. The home patient stated that there were no leaks or bag disconnections. There was nothing unusual noted with the supplies or the setup that could have caused or contributed to the alarm. Hp said they did not disconnect at any time during therapy. The technical service representative explained alarm and assisted home patient with ending therapy. The home patient will finish therapy with an ultrabag exchange. Proper procedures were reviewed with the home patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.